Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: tech called in unable to open system manager software failure device type: failure problem type: failure mode: case resolution: tech called in for help unable to open system manager software gets error "page can't be reach want open. Transfer tech to alaris network team to further assist tech.